Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Based on the provided info, the pt had developed groin pain through the right side and based on a "letter" he received stating he had a recalled mesh implanted he chose to have the perfix plug removed and the area evaluated. On (B)(6) 2009, the pt underwent laparoscopic excision of right groin mesh which "appeared to be" a perfix plug and repair of an umbilical hernia. Medical records state there was "no sign of kugel or kugel composix mesh". Currently it is unk whether the device may have caused or contributed to the alleged event. No product and/or lot numbers were identified. Medical records do not indicate any device failure. Additionally there was no sample returned for eval. Based on the info provided, no conclusions can be drawn.

Event description:
Based on a review of the medical records provided by the pt's attorney: (B)(6) 2009 - the pt underwent laparoscopic excision of a perfix plug and repair of an umbilical hernia.